Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred. In addition, it was reported that resistance was experienced during the fill process. Customer's blood glucose level ranged between 109-123 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.